Event description:
It was reported that during un-packaging of the 2.5x12 rx xience pro stent delivery system the tip of the sds was missing when the site went to prep the device and it could not be found. The device was not used and there was no patient involvement. A non-abbott sds was used successfully for the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Missing tip/tip separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.